Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is approximate. Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va0rwk6, implanted: (B)(6) 2015, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 09-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller reported they were implanted for urinary retention. Caller reported the patient had a hard fall 3-4 weeks prior and they thought the lead got dislodged or something. Caller stated the patient met with their urologist because the patient could tell it was not working and the urologist turned the ins off. Caller stated the patient was self-cathing at the time. Caller stated the urologist was thinking about removing the ins and possibly placing a new stimulator. MRI eligibility was reviewed pertaining verifying that stimulation was off. No further complications were reported or anticipated.